Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that there was an alleged overdischarge that occurred in (B)(6) 2017 when a health care provider declared the implantable neurostimulator to be ¿dead.¿ the patient did not bring their implantable neurostimulator recharger to the appointment, so the manufacturer representative was going to reschedule to do a physician mode recharge to resolve. Additional information was received from the patient. It was reported that therapy was stopped due to power on reset (por). Patient saw the por following a trickle charge due to an overdischarge, and thought the battery had some charge in it. Caller reported that initially, they were unable to charge ins. They told their doctor who said that the battery was fine. On the date of the call, patient met with the hcp and a manufacturer rep to do a trickle charge. Patient thought it had some charge in it but the screen showed por/call your doctor. During call patient programmer showed poor communication and ins recharger showed reposition antenna. It was reviewed with patient how ins may have potentially slipped back into possible od redirect to hcp/rep to continue troubleshooting ins better or trickle charge. Event date was provided as a year and a half ago. Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was a lack of charging. The battery was attempted to be recovered and trickle charged. The battery was declared dead. The rep was not sure what else was being done. No further complications were reported.